Manufacturer narrative:
This report is for an unknown prodisc c implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient will undergo a prodisc-c removal due to the implant migrating 2mm after the patient fell down the stairs. The removal date is scheduled for (B)(6) 2019. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).

Event description:
Device was successfully removed from c4-5 on (B)(6) 2019. Patient was revised to anterior cervical discectomy and fusion (acdf). Patient was stable following the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent a prodisc-c removal on c4-5 due to the implant migrating 2mm after the patient fell down the stairs. The implanted prodisc c device was successfully removed, and the patient was revised to anterior cervical discectomy and fusion (acdf). The procedure was successfully completed with no surgical delay. There was no other medical intervention required. The patient was stable after the procedure. The implant was returned and will be evaluated when received at the final destination site and based on the supplied image from the following attachments labeled: (B)(4) x-ray 31jan2019 & (B)(4) x-ray (B)(6) 2019 (2) . The images (2 total) were reviewed and the complaint condition for migration for the implant was confirmed as the second image (from (B)(4) x-ray (B)(6) 2019 (2)) shows the top prodisc-c implant migrated and is no longer aligned properly. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant was not returned and instead will be based on the supplied image from the following attachments labeled: (B)(4) x-ray (B)(6) 2019 & (B)(4) x-ray(B)(6) 2019 (2) . The images (2 total) were reviewed and the complaint condition for migration for the implant was confirmed as the second image (from (B)(4) x-ray (B)(6) 2019 (2)) shows the top prodisc-c implant migrated and is no longer aligned properly. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. Device evaluation anticipation when device received at final destination, but not yet begun. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. No definitive root cause was able to be determined, most likely cause was the impact suffered from the fall as described in the complaint description led to migration. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part number: 09.820.045s, lot number: h291047, date of manufacture: 09-feb-2017, place of manufacture: brandywine, part expiration date: 31-dec-2020, list of non-conformances: none. Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.